Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the customer experienced a low blood (bg) glucose level of 49 mg/dl. Reportedly, the customer delivered intended amount of insulin, but amount ended being too much insulin. Customer consumed carbohydrates to address low bg. Customer cleared the malfunction and continues using the pump for insulin delivery.